Manufacturer narrative:
(B)(4): evaluation, results - (failure to deliver stent, stent deformation). (Root cause of stent deformation unknown). Evaluation summary: the device was returned to medtronic for evaluation. No components on the catheter were broken or detached, but the stent was damaged and stretched over the distal tip of the catheter. The 1st and 2nd proximal stent segments were positioned on the balloon as per specification. The remaining distal segments were stretched and deformed beyond the distal tip. All the stent welds and segments were present with no evidence of stent weld or strut material breakage. Crimp impressions were evident on the balloon. The distal tip was slightly damaged.

Event description:
An endeavor resolute rx drug-eluting stent, length 14mm, diameter 2.5mm, was intended to treat a lesion in a patient. It was reported that the device could not pass the catheter in the aortic arch and on removal "the top of the stent was off". A 2.75 x 30mm stent was successfully implanted earlier in the procedure. The device was inspected before use with no abnormalities noted. It was reported that there was resistance felt when loading the device onto the guide wire and when passing through the aortic arch. It was also reported that some resistance was felt while removing the device from the patient. It was reported that all device components were successfully removed from the patient. Another stent was used to treat the lesion. The patient was good post procedure and no clinical sequelae have been reported.